Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the distal insulation was damaged at 14.2 cm from the connector pin at the suture tie-down location. The damage to the distal insulation which resulted in a short circuit between the coils would account for the reported noise and low lead impedance.

Event description:
It was reported that the right atrial lead exhibited noise. Atrial impedance decreased into the 300 ohms range. The the lead was removed and replaced.